Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-02379 and 02380).

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent bilateral total hip arthroplasty. The right side on (B)(6) 2008 and the left side on (B)(6) 2010. During post operative monitoring and testing fluid and elevated metal ions were noted. The right fluid measured lateral and posterior dimensions: (5.2x1.7x3.7)(3.9x1.5x4.2) and the left fluid collection measured anterior, lateral and posterior dimensions: (1.9x0.6)(3.9x23.x2)(3x1.2x3.9). These finding were found due to follow up testing. No further information has been provided at this time.

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent bilateral total hip arthroplasty. The right side on (B)(6) 2008 and the left side on (B)(6) 2010. During post operative monitoring and testing fluid and elevated metal ions were noted. The right fluid measured lateral and posterior dimensions: (5.2x1.7x3.7) (3.9x1.5x4.2) and the left fluid collection measured anterior, lateral and posterior dimensions: (1.9x0.6) (3.9x23.x2)(3x1.2x3.9). These finding were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-02379-1 and 05314/05316).